Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that there was an alert for this right ventricular (rv) lead for shock impedances. No additional information is available. No adverse patient effects were reported.